Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint and was able to reproduce the error by running quality control (qc). Fse found the detector lens was dirty. Fse resolved the complaint by cleaning the lens, therefore cause traced to maintenance. Fse validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected.a 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 26jun2021 through aware date 26jul2022. There were no similar complaints identified during the search period.the most probable cause of the reported event was due to dirty detector lenses.

Event description:
A customer reported out of range result on multiple quality control (qc) run on the aia-900 analyzer. The analyzer is down.a field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for estradiol (e2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.